Manufacturer narrative:
(B)(4) service rep reset power, cleared error logs, and verified proper operation.

Event description:
Customer reported the panorama central station was not functioning which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.